Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings: during investigation, the pump cover was removed and evidence of contamination was found under all key contacts. During testing, all the keypad buttons responded appropriately. The keypad cover was peeling around the contrast button. Additionally, evaluation revealed that the battery caps had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and stripped threads on the battery cap. This report is made based on results of investigation completed on 11/15/2013. There was no adverse event associated with this complaint.